Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: please find the answers needed in regards of the questions asked: were the first two incidences reported previously to ethicon? Have any of these events been previously reported to ethicon? If so, please provide the respective reference number(s). Yes, the incidents were reported please find the respective reference: (B)(4) one of the incidents we still have the unused product and we would like for you to give us the action that we should in regards of it. Could you please confirm how many sutures broke during this procedure? The number of sutures that broke during this procedure were 21 units and one full box that contains 36 units. When did the suture break: in the package, during removal from the package, during handling prior to use on the patient, or during use on the patient? The problem occurred when they attempted to close the patient¿s wound. How many devices demonstrated the alleged deficiency for each involved patient event? There was only one patient involved during the procedure but multiple sutures from the box that demonstrated the same deficiency. Is this device or any samples available for analysis? There is unused samples available. How many devices are available to return? 35 for the batch number aw0488 and 16 for the batch number aw1144.

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. During the procedure, the issue reported is that the thread breaks during use. The used suture thread presenting the non-conformity was discarded by the client, and only the unused items were returned to us. This is the third complaint we have received regarding this reference. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/23/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d1. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.